Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation, the atrial lead exhibited noise over-sensing resulting in inappropriate mode switch. The atrial lead was capped and replaced on (B)(6) 2021. Patient condition was stable throughout.